Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the needle through endoscopy to desired position and completed the first biopsy, but found out the needle cannot be retracted from endoscopy channel. User then utlized additional force to retracted the needle from endoscopy channel. The endoscopy then was arranged to repair, and the needle was steriled . User attempt to have a second attempt to use the needle but found out there is issue with needle adapter , user installed the needle onto endoscopy but found out it is very tight. User then changed to another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? No. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas. Please describe the size of the intended target site. 3cmx2.5cm. What is the endoscope manufacturer and model number that was used with this device? Pentax eg-3270uk. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was needle penetration of the targeted site difficult? No. Was the stylet in place inside the needle when advancing into the targeted site? Yes. How many biopsies were obtained with use of this needle? 1. Did any section of the device detach inside the patient? No. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure.

Event description:
Supplemental report is being submitted as report is being cancelled as it longer meets reporting requirements. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family.

Manufacturer narrative:
PMA/510(k) # k142688 device evaluation: 1 unit of lot c1863123 of echo-hd-22-c was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in this complaints was evaluated in the laboratory on 11 jul 2022. Proximal kink below the sheath extender observed. Needle able to advance and retract with slight difficulty. Clarification was requested on what the customer was referring to when they mentioned "adapter". Reply received: "after consulted with sales rep. It should be the luer screw instead of adaptor." Manufacturing records: prior to distribution, all echo-hd-25-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number c1863123 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1863123. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0077) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to user error as the device was damaged prior to use but the customer proceeded to use the device anyway. As per the answers supplied to q.8 of the patient/event info - notes, "was it damaged on removal from packaging? Yes". Even though it was unknown what the specific nature of the damage was the user contravened the instructions for use and used a defective device. Engineering input received confirmed that the events that occurred would be categorized as user error and the subsequent failures of needle retraction difficulty and proximal kink below the sheath extender were a cascading effect of the user error. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the device luer screw with the needle part has an issue. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definite root cause could be attributed to user error as the device was damaged prior to use but the customer proceeded to use the device anyway. As per the answers supplied to q.8 of the patient/event info - notes, "was it damaged on removal from packaging? Yes". Even though it was unknown what the specific nature of the damage was the user contravened the instructions for use and used a defective device.

Event description:
Supplemental report is being submitted because complaint device was returned and evaluated on 11-jul-2022: visual inspection: adapter not returned; proximal kink below the sheath extender observed; distal end of needle examined and no issue observed; mlla examined and no issue observed. Functional inspection: sheath extender able to advance and retract without issue; needle able to advance and retract with slight difficulty.

Manufacturer narrative:
PMA/510(k) #k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.